Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal dilaudid 30 mg/ml at 7.5 mg/day. The indication for use was non-malignant pain. It was reported that a motor stall and ¿stopped pump period may exceed tube set¿ message occurred. The patient experienced pain. There were no environmental/external/patient factors that may have led or contributed to the issue to report. Diagnostics/troubleshooting included reading the pump with the 8840. No interventions occurred. The patient would be scheduled for replacement within the next month. The issue was not resolved. Surgical intervention did not occur, but it was planned. It had not been scheduled. They were waiting on insurance approval for replacement. The hcp office stated that this occurred one week prior (to 2016 (B)(6)). Since the physician was able to get the pump turned back on. The manufacturing representative was not aware if the physician noticed symptoms of withdrawal. The patient's status was alive - no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The cause of the motor stall was not determined. The pump was replaced (B)(6) 2016.

Event description:
Additional information was received from a consumer. The circumstances that led to the poor communication screen on the personal therapy manager (ptm) was that the motor stalled.

Event description:
Additional information was received from a healthcare provider (hcp) through a manufacturing representative. The 8840 clinician programmer displayed ¿motor stall occurred¿ and ¿stopped pump period may exceed tube set¿ upon interrogation. However, the patient stated on (B)(6) 2016 that the pump had been working fine and elected not to replace at this time. The patient was notified that it could stop again. Additional information was received from a consumer on (B)(6) 2016. It was reported that the patient was getting the poor communication screen when requesting a bolus. The patient plugged in the antenna and the personal therapy manager (ptm) was showing the code 8476. The patient did not hear the pump alarm and stated they were hard of hearing. The patient had a CT scan about a month ago and the pump stopped. The healthcare provider (hcp) was aware and got the pump going again. There were no symptoms reported. The patient was in the hcp¿s office on (B)(6) 2016 and they didn¿t say there was anything wrong with the pump. Additional information was received from a consumer via a manufacturer representative regarding a patient who was receiving 30 mg dilaudid at a dose of 10. It was reported that a motor stall occurred and stopped pump period may exceed tube set occurred. It was unknown if there were any environmental, external, or patient factors. The pump logs were read. The logs stated the pump stopped on (B)(6) 2016. The issue was not resolved and the patient status was alive with no injury. Surgical intervention was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.